Manufacturer narrative:
Patient information: information unknown/ not provided. Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Initial reporter name and address: telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed from the patient's eye immediately after implantation as it was found to be defective. Through follow up we learned that the lens got stuck in the eye and one haptic was damaged. The iol was removed and the back-up lens was implanted. The iol was discarded upon removal. No further information was received.